Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed guided pump reset, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again.